Event description:
It was reported the pt never had therapeutic effect from the device. The ins device is currently turned off because it is not tolerable to have the stimulation on. Reportedly, the device has had over 60 adjustments to the settings without success. In 2002 the system was evaluated and impedance values greater than 2000 ohms were found. The pt was requesting removal of the device. Add'l info has been requested.